Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is opened. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify the reported issue. The root cause of the reported issues is determined to be the reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is opened. There was no patient use associated with the reported event.